Event description:
We received a voluntary medwatch form (mw1040851) regarding a female pt who experienced "acanthamoeba" in the right eye following the use of "complete" with her soft contact lenses. She indicated that she washed her contact lens with tap water and then soaked her acuvue bifocal lenses in the case. She indicated that she required a corneal transplant. She did not provide a lot number. The pt further provided that she first experienced an 'eye irritation similar to pink eye' in 2006. The diagnosis of acanthamoeba keratitis was made two months later. She received a corneal transplant the following three months and was still under treatment. The pt indicated that the amoeba was isolated from her contact lens case. She stated that she did not swim, shower/bathe or sleep with her lenses in. She did not perform a "rub and rinse" or a "rinse" with the disinfecting solution before storing her lenses. She sometimes would add fresh disinfecting solution to "old" solution remaining in her case. She did not clean her case every day and when she did, she rinsed it with tap water, did not allow it to air dry, but added the fresh solution to the case while it was still wet. She listed her medications as (presently): alphagan (bimatroprost), zymar (gatifloxacin), lotemax (loteprednol etabonate), phmb .02% and clotramazole 1%, all one drop three times daily. Her eye was still healing. She declined permission to follow up with her eyecare professional. No add'l info is expected.